Event description:
A home patient (hp) contacted product surveillance to report flexicaps that did not have betadine in them. The hp stated he noticed this during therapy when the betadine he usually sees flowing through the lines did not appear. The hp stated he did not know if the sponges were still in the cap. There was no patient injury or medical intervention reported. No further detail is available.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The report was not confirmed due to lack of sample. A batch review was completed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.